Event description:
Lead remains implanted. Noise seen in bipolar sensing and pacing polarity. Hmsc shows intermittent non-capture and some noise. Sensing decreased sharply in march-april and has trended up since then. Pacing impedance has decreased slightly in the last few months. The doctor has decided to change the sensing and pacing polarity to unipolar and evaluate the lead further. No adverse events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.